Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer was contacted to obtain information about a hospitalization that was not mentioned previously. The customer was attempted to be reached twice but the customer was not reached. The initial contact was by the mother who requested a replacement transmitter. The customer was hospitalized for diabetic ketoacidosis in (B)(6) but no further information was given about the incident. The customer did not return the product back for analysis.